Manufacturer narrative:
(B)(4). The investigation is incomplete at the time of this report.

Event description:
The customer alleges that the needle hub broke and separated. Another needle was placed without issue. The patient was pronounced deceased on scene without transport per medical staff.

Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be performed as the lot number was not provided. No sample was returned for evaluation and no photo was provided. Based on the available information, the complaint could not be confirmed and no root cause was identified. Teleflex will continue to monitor and trend for reports of this nature. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the needle hub broke and separated. Another needle was placed without issue. The patient was pronounced deceased on scene without transport per medical staff.